Event description:
The nurse in the emergency room was preparing the room for an incoming pt and needed to activate the cardiac monitor. While pushing the setup buttons on this overhead monitor, the whole unit pulled out of the wall and fell. There was no pt injury or involvement but the situation had the potential to seriously injure someone. An inspection of the unit and the mounting brackets was done. Maintenance remounted the brackets with lead anchors and toggle bits.